Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged one day post implant. Sensing measurements decreased and threshold measurements increased. The doctor believes that this lead is capturing the atrium at maximum output. He has decided to follow up in (B)(6). No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure was performed. This right atrial lead was successfully repositioned without incident. No adverse patient effects were reported.